Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been not received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer electric dermatome had a loss of power and stopped. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4) once as documented in the repair reports. The last repair was october 20, 2016 where it was reported that the device needed maintenance and the ball bearing, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, motor, aluminum lever, ball plunger, screw, reciprocating arm and diver were replaced. This is not a related issue. Initial qa inspection of the electric dermatome by medicrea revealed that the ball bearing, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, motor, handpiece switch, plug harness assembly, seal/strain relief, control bar, thickness control shaft, reciprocating arm, adjustment cam and divers were all damaged or worn. Repair of the electric dermatome was not performed by medicrea since the repair quote has not been approved by the customer at the time of this investigation. The repair quote was sent out on january 15, 2018 and emails from medicrea were sent out on january 31, 2018 and february 16, 2018 and the customer still has not made a decision on the repair quote. The reported event was non-verifiable since during initial inspection there is no mention of the device losing power and stopping. The repair technician just noted the damaged and worn components. The root cause of the device losing power and stopping cannot be specifically determined with the provided information since there was no mention of the device losing power during initial inspection. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.